Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. There were maximum pacing thresholds observed during interrogation of device. Additional information from the site representative had indicated that the physician performed a surgical intervention and this ra lead was successfully repositioned. Ra lead remains in service. No additional adverse patient effects were reported.